Manufacturer narrative:
The returned device was evaluated. The device passed functional testing, however visual inspection revealed cracks in the housing which did not impact the device functionality. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported a cracked case, inability to obtain readings on infants, and varied readings. Additional information received regarding varied readings: "during two separate newborn monitoring the pulse and oxygen readings were not reliable in any way. The position and location of sensor was changed multiple times with no avail. Pt pulse would be in the 140+s and it would read 38-52. Taking the sensor off of the newborn and placed on the therapist is would read accurately pulses of 70's and sat's in the 90's. Finger sensor was replaced in both cases and we removed it from patient cares due to unreliability." No consequences or impact to patient was reported.

Manufacturer narrative:
Corrected data: (concomitant medical products) was updated from a blank field to "red lnc-04". Was updated from "the returned device was evaluated. The device passed functional testing, however visual inspection revealed cracks in the housing which did not impact the device functionality. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed." To "the returned device was evaluated. The device passed functional testing, however visual inspection revealed cracks in the housing which did not impact the device functionality. The unit was found to visually and audibly alarm during alarm conditions. The device was able to obtain readings and passed both manual and preset simulation tests. The unit was determined to be functioning as designed."